Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023 the patient could ¿feel himself going low". The patient believes the cgm reading was 6.0 mmol/l with an arrow pointing down and no bg was taken at that time but self-treated the symptoms with eating a banana and 3 mini mars bars. When the patient went to the refrigerator for a coca cola, his vision went blurry, and he lost consciousness. The patient was by himself at the time and a friend found the patient unconscious and called an ambulance. When the paramedics arrived the blood glucose reading was 2.1 mmol/l, no cgm reading was reported from this time. The patient believes he was unconscious for about one hour. The patient was transported to the hospital where it was also noted that he had broken his hip due to the fall. No treatment was reported for the hypoglycemic event, but the patient underwent surgery to treat the hip fracture. The patient was discharged about 6 days later. At the time of the report the patient had recovered. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.